Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a1; b5; g3 h2; h4 the following sections were corrected: h6 the customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the broach handle was broken during cleaning. There was no patient involvement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4 UDI; g3 h2; h3; h6 the following sections were corrected: d4 lot no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. A definitive root cause cannot be determined. Unable to confirm complaint. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign ¿ poland. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there was a broken broach handle. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.